Manufacturer narrative:
Main investigation conclusion: the report of suspected thrombus could not be confirmed as there is no product available for investigation. Review of the submitted log file confirmed power elevations. A specific cause for the power elevations, suspected thrombus, and elevated lactate dehydrogenase (ldh) and plasma free hemoglobin could not be conclusively determined through this evaluation. Additionally, a direct correlation between the reported events and heartmate ii left ventricular assist system, (B)(4), could not be conclusively determined. The account submitted log files on 06jul2021 with report of rising ldh levels and plasma free hemoglobin. The account reported on 15jul2021 that the cause of the elevated ldh and the elevated pump power was suspected to be pump thrombosis. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump remained above the low speed limit for the duration of the log file. The file captured intermittent elevations in power and corresponding flow mainly during pulsatility index (pi) events. There were no other notable findings. The log file appeared to show the system operating as intended. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(4), with no further related events reported at this time. The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. In addition, the IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU outlines all pump parameters and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 introduction of this document lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 patient care and management (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with rising lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) levels. A review of the log file revealed power/flow fluctuations associated with clusters of pulsatility index (pi) events. Additional information revealed suspected pump thrombosis which is being treated with IV bivalirudin. Hemolysis was confirmed. The patient's treatment consisted of continuing coumadin with international normalized ratio (inr) goal of 2.5-3.5 (run closer to 3-.35), continuing aspirin (asa), dipyridamole, and starting sildenafil. The patient was noted to be asymptomatic, stable, and had no low flow events.